Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged sinus and throat irritation. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the first/second attempt to have the device and components returned for evaluation, the customer stated that the device will not be returned. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on nov 05 ,2024 and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation observed several indentations and a scratch on the top cover. Small scratches were observed on the left side panel. Manufacture observed the sd card cover was missing. Pil observed dust-like contamination on the right side panel. A whitish dust-like contamination consistent with mineral deposits was observed inside the iso port. Manufacture observed unknown damage to the bottom enclosure and warning label. Dust-like contamination with potential hair-like particles were observed on the ui panel underneath the control knob, and at the bottom of the lcd on the pca. Dust-like contamination was observed on the blower cap, on the interior side of the iso port, on the blower motor and at the base of the right side panel. Evidence of liquid ingress with a whitish dust-like contamination consistent with mineral deposits was observed in the blower housing and on the bottom of the blower motor. A dust-like contamination with potential hair-like particles was observed all around the interior of the bottom enclosure. Evidence of sound abatement foam degradation/breakdown was not observed. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found 5 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, observed dust/dirt contamination in the airpath, likely from a source external to the device and was not able to confirm the complaint, or address the symptoms specified. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid have been updated.